Event description:
It was reported that during a lobectomy procedure, after reloading a few times, the instrument did not open after firing in situs so surgeon had to remove (cut out) with another linear cutter. There were no negative consequences for the patient. Patient is well. No further information is available.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired and with the lockout spring normal. In addition, the clamping mechanism was noted to be damaged; the device was locked in the closed position. The device was disassembled to verify the condition of the internal components; the yoke was found damaged where engages with the tube (yoke flange). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.